Manufacturer narrative:
E1. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The main coil returned with a part of the introducer sheath, and a part of the pusher wire for the analysis. Visual and microscopic inspection revealed that the main coil was bent and stretched at the coil arm section and middle section. Additionally, it was observed that the pusher wire was detached and kinked at the middle section, and the introducer was observed detached. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. The functional inspection could not be performed, because the main coil and the pusher wire are not interlocking. The dimensional inspection revealed that the outer diameter (od) at the coil arm, zap tip and primary coil were found to be within specification.

Event description:
Reportable based on the device analysis completed on 03oct2023. It was reported that the coil was difficult to advance and prematurely deployed. The target lesion was located in the severely tortuous splenic artery. An 4mm x 15cm interlock was selected for use. During the procedure, it was noted that resistance was felt when advancing the coil through the direxion transend microcatheter, although the coil was properly flushed before insertion and continuous flush was maintained. Also, the coil got deployed inside the microcatheter. The coil was removed together with the microcatheter. The device was bent or kinked. The procedure was complete with a different device. There were no patient complications reported post procedure. However, device analysis revealed that the pusher wire and introducer got detached.